Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2017-03739.

Manufacturer narrative:
Investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient and event information. Date of event: event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2017-03739. It was reported the patient was experiencing discomfort at the scs lead site. As a result, patient had her entire system explanted at an unknown date in (B)(6) 2018. That is all the information available at this time.